Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(4) intermittently powers up the autopulse platform. The customer noted when the battery is stored in a location with a higher temperature; it fails to power up autopulse platform. When the battery cools down, it powers up the platform as intended. No patient involvement.

Manufacturer narrative:
Correction in b5 (describe event or problem). The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(6) was unable to power up the autopulse platform. The customer noted when the battery is stored in a location with a higher temperature; it fails to power up the autopulse platform. When the battery cools down, it powers up the platform as intended. No patient involvement.